Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 29, 2016, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch select meter read inaccurately high and erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 10:00pm. The patient stated that she obtained a result of "380 mg/dl" using the subject meter compared to feelings/normal results. The patient also alleged that the result was erratic but did not provide additional results. The patient manages her diabetes with an insulin pump. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "weakness, headaches and cold sweat" 30 minutes after the alleged product issue began. The patient stated that she self-treated with 4 glucose tablets at 10:30pm on the same night. The patient denied that her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the test strip vial was not cracked or broken, the patient was using the correct testing technique, the patient did not have control solution available to perform a walk-through test and the test strips had not expired, been open for longer than the discard date or stored improperly. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "cold sweat" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.